Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed motor related error alarm during rewind. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a pump error 38 alarm during the rewind due to a corroded motor home switch. Unable to verify the pump error 43 due to the pump error 38 alarm. Unable to perform the displacement, rewind, seating and basic occlusion tests due to the pump error 38. The pump was received with a scratched case and a fading serial number label.